Event description:
Related manufacturer report number: 2017865-2022-12748; related manufacturer report number: 2017865-2022-12750. It was reported that the patient presented to the hospital with swelling at the device pocket. The pulse generator, right atrial and right ventricular leads were explanted due to infection. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
Correction: to blank e1 - initial reporter name.